Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw2586 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire unraveled in patient's arm. No other information was provided.

Event description:
It was reported that the guidewire unraveled in patient's arm. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The coiled wire was observed to be broken and unraveled, and the core wire was observed to be broken and protruding from the coiled wire. The weld tip was observed to be missing. A microscopic observation revealed the break site of the core wire was tapered with a mostly flat granular break surface, which is characteristic of tensile failure. The investigation findings are consistent with damage caused by retraction of the guidewire against resistance; possibly against the bevel of the introducer needle, specifically. Normal movement of the guidewire is away from the sharpened bevel of the needle and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of redw2586 showed no other similar product complaint(s) from this lot number.